Event description:
Device 1 of 2. Reference MFR report number 1627487-2012-00363. It was reported the patient (B)(6) lost stimulation. A diagnostic test revealed invalid impedance measurements for all lead contacts. An x-ray was taken for further evaluation and revealed the extension had become disconnected from the ipg. In addition, it was visibly noticeable that one of the electrodes from the extension had broken off into the ipg header. Surgical intervention was undertaken to replace the patient's extension. No further issues have been reported.

Manufacturer narrative:
Evaluation: results: the complaints of "invalid impedance", "lead pull out" and "lead terminal broke off in header" were all confirmed. As received, the extension was received with the terminal end electrode missing. Per the event details, x-ray confirmed that extension's terminal end had pulled out of the ipgs header and the terminal end electrode was missing in -situ. It can be concluded that extension was subjected to an overstress condition while it was implanted. Additionally, the wire to the second electrode was detached in the header causing an electrical open. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.